Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000060498

Event description:
It was reported the patient's lead had high impedances on contacts 9-16. Surgical intervention may be pending to address the issue. Note : it is unknown which extension is related to this issue.

Manufacturer narrative:
B5: correction: it is unknown which lead is related to this issue.

Event description:
Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue.